Event description:
This report is related to previously reported complaint of noise, reported on 19 oct 2014, MFR number 2938836-2014-19184. It was reported that the patient presented eleven years ago with severe tricuspid valve regurgitation. The physician elected to urgently remove the right ventricular lead (rv). During the removal the rv lead fractured and was unsuccessful. The rv lead remained implanted. During a replacement procedure, the rv lead was again attempted to be explanted. The explant was successful however a hematoma was observed after the removal of the leads. The hematoma was removed. There were no patient consequences.

Manufacturer narrative:
The reported events were lead fracture and physiological issues. As received, a partial lead (only distal portion) was returned in one piece. The reported event of lead fractures was not confirmed. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.